Manufacturer narrative:
(B)(4). This complaint was confirmed during a sample evaluation and the root cause was determined to be a hole in the tubing. A visual inspection was performed with a cut on the tubing about 58 inches away from the tubing end noted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A batch review could not be confirmed since the lot number was unknown.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A nurse contacted baxter (B)(4) regarding a leak from a cassette. The nurse stated that a leak was observed from the connector line during use. There was patient involvement, but no patient injury or medical intervention was reported.